Event description:
The customer's parent called and reported the insulin pump alarmed with button error and the buttons stopped responding. Customer's blood glucose was 14.2 mmol/l. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent response of a button, due to corroded keypad traces. No button error alarm occurred during testing.the insulin pump was received with a cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.